Event description:
It was reported that the patient's battery was dead (end of life). Additional information received indicated that the patient was going to have his device replaced on (B)(6) 2012 due to normal battery depletion. It was noted that the patient was doing great with the therapy. It was later reported that the patient's implantable neurostimulator (ins) lasted 6-7 years and he was getting good therapy prior to the depletion. Impedances were measured and reported as: 0-1: 2000ohms, 0-2: greater than 4000ohms, 1-2: 2034ohms, 2-3: 'in range.' Others were reported as 900ohms, 1100ohms, 1195ohms or 'in range.'

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7439, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3998, lot# j0527214v, implanted: (B)(6) 2005, product type lead. (B)(4).